Manufacturer narrative:
Batch review performed on 27 december 2019. Lot 1902481: (B)(4) items manufactured and released on 11-jun-2019. Expiration date: 2024-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1.5 month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.